Event description:
I had filshie clips put on as a form of birth control nearly 3 years ago. I found out after having severe right side abdominal pain that the left clamp is now near my liver. The surgeons did not think it is the cause of the pain but all other tests have come back normal. I believe it is causing my pain and 4 surgeons have declined to operate and remove the clip.